Event description:
It was reported that during an ob procedure, the tissue pad came off of the device before it made it to the surgical field. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached. The device contained body fluids, evidence of use. (Complaint was that the pad detached prior to being used). The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.